Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant procedure, the left ventricle (lv) lead was not navigating as expected. The lv lead was explanted and replaced. The patient was stable.